Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
(B)(4). To resolve error code 10-1033-149 on syringe unit. The software on unit has to be reflash the software corrupt on unt. If update software fails next steps is main board on unit needs to be replace. (B)(4). Customer called in for help on syringe unit has error code 13-1033-149. The error is a software fault error on the unit. He has reflash the software on the unit to resolve the error. But if flash fails retry if it fails again then he has a main board issue on unit will have to be replace.